Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Major bleeding complication post biopsy. Required intervention to resolve. Ir performed embolization procedure.